Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited pacing inhibition in a pacemaker dependent patient. The patient experienced light headedness and a near syncopal event. Clavicular crush was suspected. The lead was surgically abandoned and replaced. It was also reported that the atrial pacing lead was explanted as the physician elected to move the system to the patient's other side. A new atrial lead was implanted.